Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient did not wear a mask for therapy. The peritonitis was manifested by cloudy effluent and abdominal pain. On the same date as onset, the patient was hospitalized and began treatment with intraperitoneal zidimbiotic (dose and frequency not reported) for the peritonitis event. After thirteen days, antibiotic treatment was discontinued. Fourteen days after onset, the patient was reported to have recovered from the peritonitis event. The patient was discharged from the hospital the following day. It was not reported if the patient was retrained on proper aseptic technique. Dianeal therapies were ongoing. Additional information is not available at this time.